Manufacturer narrative:
No product was returned for investigation.  The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the reported pericardial effusion could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. The patient became hypotensive, and an echocardiogram revealed an effusion on the roofline, for which a pericardiocentesis was performed to stabilize the patient. It was indicated the perforation occurred due to high force on the roofline. The sinus rhythm was reverted by cardioversion and the procedure was stopped. There were no performance issues with any abbott device during the procedure.